Manufacturer narrative:
The cause for the shavings is believed to be due to off axis loading conditions that resulted in the harder cocr tulip's edges digging into the lock screw's softer (ti alloy) thread surfaces. This occurrence may be mitigated by using rod reduction instrumentation during lock screw initiation and initial seating. Manufacturing history review and lot specific complaint history review were not possible as lot identification was not provided. A two-year complaint history review for part number 39-ls-0100 did not reveal any previous reports of this nature. As this is the first report of this nature received and the root cause appears to be technique related, the need for corrective action was not indicated. Complaints will be monitored for trends.

Event description:
It was reported that during a procedure performed on (B)(6) 2016 while applying distraction during tightening the locking screw (39-ls-0100) into the reform modular tulip metal shavings came off of the set screw. The metal debris was removed from the patient's wound and the wound was irrigated copiously. There was no delay to the procedure related to this issue.